Manufacturer narrative:
(B)(4). Batch #t5ac0g. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and two clips were returned inside of the anvil. One ecr60g reload loaded on the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device opened and closed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The damage found on the deck is consistent with when the device is fired over an already existing staple line. When this happens, the knife plows the staples on reload deck and shaving may occur. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a stomach pouch with sc60a (compact articulating endo linear cutter), the device wasn¿t opening after the second staple line at all. Different steps to release the stapler were discussed via remote trouble shooting with the surgeon, but it was eventually released from the staple line by using a huge amount of force (closing the handle). Surgery was delayed 15 minutes, but was successfully completed. No fragments were generated and there were no patient consequences.